Event description:
The IV catheter leaked when fluids/medications were pushed through. The leak occurred at the joint of the catheter and the green plastic. The nurse verified that the male adapter was tight.